Event description:
It was reported that the patient had a shocking sensation at her spine, "it's really uncomfortable and it hurts" and "feels like someone is shocking my spine". The patient reported it appears to be getting worse, "it's not mild". There was no fall or trauma, but the patient confirmed that her 75 lb. Dog jumped on her last night and the burning was noticed today. It was confirmed that amplitude was 0 and stimulation was turned off. The patient continued to feel sensation. The patient was directed to contact her health care professional. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# va01229, implanted: (B)(6) 2012, product type: lead. (B)(4).